Event description:
It was reported by the clinician that they had two separate incidents during insertion, in two different pt's. During insertion the spring wire guide (swg) seemed to "shred." Additional information received in 2009, from the intensive care unit manager stated in both instances, the physician was attempting to remove the swg from the feed tube. At which time, he "pulled" the swg from the tube and noticed it was shredded. As a result, it was not used.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.